Event description:
Upon thaw for embryo transfer on (B)(6) 2013, the cryopreservation loop failed, "exploded," causing a loss to both embryos. The embryos were unable to be recovered and embryo transfer was canceled.